Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up in the clinic, it was discovered that the left ventricular lead had dislodged. The patient was asymptomatic. The lead was repositioned on (B)(6) 2015. No further information could be obtained.